Event description:
It was reported to medtronic minimed that the customer reported battery was always replaced once every two weeks, injection was stopped and pump was not in a normal state. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return was required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. The pump was monitored, no bolus delivery anomaly and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 14:52:00.000. Insert battery alarm was found on: (B)(6) 2025 18:28:24.000, (B)(6) 2025 20:45:01.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 08:07:53.000. There was no power data available for the date of 23-may-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 14:52:00 after more than 7 days at 14.71 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 16:52:00 after more than 7 days at 13.59 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 26-may-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 02:32:00.000, (B)(6) 2025 02:26:00.000, (B)(6) 2025 02:26:00.000, (B)(6) 2025 02:12:00.000, (B)(6) 2025 01:57:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2025 23:22:01.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.50 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a broken belt clip rails. The pump passed all the required testing. Customer alleged for bolus delivery anomaly and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.